Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's ac power lamp did not turn on and the screen did not start up when the ac power cord was plugged. The device¿s system board and power supply were replaced to prevent recurrence. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.